Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2016. On an unknown date it was noted that a migration had occurred. No further patient complications were reported.

Manufacturer narrative:
A3 sex: updated. A5 race: updated. B3 date of event: updated. B5 describe event or problem: updated.

Event description:
A greenfield filter was implanted on (B)(6) 2016. On an unknown date it was noted that a migration had occurred. No further patient complications were reported. It was further reported that a computed tomography (CT) scan on (B)(6) 2017 revealed the inferior vena cava filter appeared oriented longitudinally in the center of the inferior vena cava. However, the filter was positioned astride the right and left renal vein confluence. The tines were embedded in the caval wall caudal to the ostium of the right and left renal vein. There was no protrusion beyond the caval wall.